Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have receding gums, exposed roots, cavities, infection/abscess and pain from wearing the retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.